Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with thermocool smarttouch sf catheter and the patient experienced a cardiac tamponade that required pericardiocentesis. A small pericardial effusion was initially discovered after the ultrasound catheter was advanced into the body. The case continued and after completion they checked and noticed the effusion grew to medium size. It grew while watching it on ultrasound. No other form of confirmation was used. A pericardiocentesis was done (350 ml of fluid was removed). The last known status was that patient was stable. Additional information was received. The patient required extended hospitalization to observe over the weekend. The physician's opinion on the cause of the adverse event was damage to the left ventricular outflow tract (lvo) during ablation caused the small effusion. The procedural act was 350. The catheter was exchanged one time during the procedure. There was no transseptal puncture performed during the procedure. The number of performed ablations was 10. The delivered energy was radio frequency. The force visualization features were used graph, dashboard, vector, visitag. The parameters for stability used was 3 seconds, 25% of force threshold of 5g, 3 mm distance. No additional filter was used with the visitag tag. The color options used prospectively were impendence 3-8 ohms.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).